Manufacturer narrative:
Occupation: risk manager. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device involved was deployed at the end of the procedure, 12:33, to close the vessel. The device deployed without difficulty. The nurse was able to doppler a posterior tibial (pt) pulse but not a dorsalis pedis (dp) pulse. The doctor made the decision to take the patient to surgery for exploration of the common femoral artery (cfa). The doctor concluded the angio-seal device created an intimal dissection with occlusion on the right side of the femoral artery. The device was able to be removed during surgery. The patient was in stable condition. The estimated blood loss was less than 250cc. Additional information was received on 17 jun 2022: the procedure performed was a left heart cath for nstemi. The procedure sheath used was a percutaneous stick kit microintroducer 4fr mini stick ii. A percutaneous stick to the right femoral artery was performed. A sheath introducer 6fr 10cm x 0.038 pinnacle was inserted into the right femoral artery. The catheter was inserted over the wire into the left ventricle. Hemodynamics was performed and pullback was recorded. The catheter was repositioned into the ostium right coronary artery. An angiography was performed of the right coronary arteries. The catheter was removed from the ostium right coronary artery. The catheter was inserted over the wire into the ostium left main. An angiography was performed of the left coronary arteries. The catheter was removed from the ostium left main. A stick to the right femoral artery was performed using a percutaneous stick kit microintroducer 4fr mini stick ii. A sheath introducer 6fr 10cm x 0.038 pinnacle was inserted into the left femoral artery. The catheter was inserted into the ostial right common femoral artery. The catheter was removed from the ostial right common femoral artery. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. Based on the available information, the exact root cause cannot be determined. The complaint can be confirmed since the patient was treated post deployment. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).